Manufacturer narrative:
Date of event and therapy dates are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-00875; 1627487-2020-00876; 1627487-2020-00878; 1627487-2020-00879; 1627487-2020-00880. It was reported that imaging confirmed that the patient's leads had become disconnected from the extensions. As a result, the system was explanted except, because of risk, one lead and one anchor. The ipg and leads were replaced, and the issue was resolved.